Event description:
While the surgeon was implanting a gamma nail, it was discovered that the drill bit did not allow for the k-wire to slide through, which is the typical operating procedure. Surgeon removed the k-wire and proceeded to use the drill bit. Surgery continued as normal and the drill bit was taken out of service.